Event description:
It was reported to philips that the device battery is low and failed the functional test. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The failed battery was not requested nor returned due to restrictions involving shipping failed (B)(6)batteries internationally.